Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rational based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that bd ultra fine¿ pen needle has burrs and tears the consumers skin. This was discovered during use. The following information was provided by the initial reporter: material no: 320119 batch no: unknown (provided 9121987) it was reported that the needles have burrs and it tears consumers skin when pulling out of site.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: the customer provided lot # 9121987. This does not match the catalog number provided. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9121987. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle has burrs and tears the consumers skin. This was discovered during use. The following information was provided by the initial reporter: material no: 320119 batch no: unknown (provided 9121987). It was reported that the needles have burrs and it tears consumers skin when pulling out of site.